Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient observed high blood glucose levels since (B)(6) 2023. The customer changed the infusion set and insulin cartridge, however blood glucose levels remained high. On (B)(6) 2023 the customer was hospitalized with a blood glucose value of 520 mg/dl. The hospital disconnected the customer from the infusion device and treated her with insulin to lower blood glucose levels. The type of insulin and amount given was not provided. At the time of the report the customer was stable, and stated they would be discharged to go home, (B)(6) 2023.